Event description:
It was further reported that the patient was a part of the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Missing / invalid data observed instead of impedance graphs. (B)(4).

Event description:
It was reported that during an in office interrogation of the implantable cardioverter defibrillator (ICD), they saw "?" In counters and an invalid data message. It was noted that the patient had completed radiation to their opposite shoulder recently. It was further noted that the diagnostic data missing was due to the effect of the radiation. The device remains in use. No patient complications have been reported as a result of this event.